Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for thv moves on balloon was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, no abnormalities were reported during device unpacking or preparation. There are several factors that may contribute to the thv shifted towards the ventricular during deployment: - loose crimping may have led to misplacement of the valve on the balloon. If the valve is not fully crimped to the balloon during valve crimping process, the thv could shift distally during inflation. - anatomical factors, such as annular calcification, may have contributed to thv movement. The uneven surface of the calcified annulus can hinder uniform valve expansion, potentially causing the thv to shift distally during balloon inflation as expansion forces are exerted. - over-alignment (valve being positioned beyond distal valve alignment marker) can lead to asymmetric expansion, resulting in distal movement during inflation. In this case, the valve was properly aligned on the balloon prior to deployment, and the balloon was inflated evenly without interacting with the patient's anatomy. However, without imagery available for review, this information could not be verified. Therefore, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral transcatheter aortic valve replacement tavr, with a 23 mm sapien 3 ultra resilia valve, upon the balloon of the 23mm commander delivery system (ds) being inflated the valve slid distally on the balloon resulting with the valve landing in a 50/50 valve deployment leaving severe paravalvular leak. The valve was aligned properly on the balloon and there was not any other balloon interaction with patient anatomy. The first valve was deployed evenly, and the balloon was inflated slowly. A second valve and ds were prepped and a valve in valve was performed successfully. The patient remained in stable condition throughout the procedure.